Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - boston scientific reported that after an implant period of approximately 56 months, oversensing and intermittent loss of capture was reported. As the patient is not pacemaker dependent and the device showed a remaining battery capacity of 4 years, it was decided to schedule the patient for a revision. The lead remains implanted.